Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. Before going to sleep the cgm reading was 235 mg/dl, and the blood glucose reading was 170 mg/dl. The patient was unable to calibrate. The next morning the patient was found unconscious by a roommate, and the patient would have had a diabetic seizure. An ambulance was called and the patient was brought to the hospital. The patient was treated with intravenous dextrose d10 and d50. No further treatment was reported to be needed. It was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.